Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that when the test strips are inserted in the meter, the backlight turns on, but the display show nothing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.